Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic variceal ligation (evl) procedure, performed on (B)(6), 2011. According to the complainant, during the procedure, two bands fired off at the same time when the handle was rotated 180 degrees. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic variceal ligation (evl)procedure, performed on (B)(6), 2011. According to the complainant, during the procedure, two bands fired off at the same time when the handle was rotated 180 degrees. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned without the ligator head. The suture was attached to the trip wire and eight knots were present in the overall length of the suture. The trip wire was partially wound onto the spool; however, no indentations were observed in the groove on the spool. The lack of indentations is a strong indication that slack was present in the trip wire. Additionally, the trip was bent approximately ten inches from the distal end. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. Although the ligator head was not returned, there was sufficient evidence from the visual inspection of the handle to confirm the complaint. The reported event of bands misfired likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.